Manufacturer narrative:
On february 01, 2022, the evaluation for the device was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large the pocket too small, or when there has been an inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with two unspecified smooth mentor gel breast prostheses and experienced bilateral rupture post-operatively, which was confirmed during a physical exam. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.

Manufacturer narrative:
On january 04, 2022, mentor received the following additional information stating that the left side did not have a rupture. The customer had acquired deformity nos and device migration. The patient's information has been updated to white and not hispanic/latino. The patient's procedure was a breast reconstruction revision. The "suspect medical device" fields in section d have been updated. Date of implant has been updated to (B)(6) 2013. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration and acquired deformity nos. Manufacturer¿s reference number: (B)(4).